Event description:
Patient reported that when he was about to administer his bolus click patient realized that the v-go had fallen off. The patient properly cleaned the area before applying the v-go. V-go in question is no longer in the patient possession.